Event description:
On (B)(6) 2014 the explanted generator and lead were returned for product analysis. On (B)(6) 2014 a copy of the patient¿s x-rays were received for review. The lead pin appeared to be completely inserted into the connector block of the generator. The lead wire was intact at the location of the connector pin; however, there was a portion of the lead located behind the generator that could not be assessed. There did not appear to be any lead discontinuities in the portion of the lead that could be visualized near the generator. The electrode placement was done as per labeling. There appears to be a suspect area where a possible lead discontinuity is visible above the tie-down securing the lead superior to the electrode placement. Product analysis was completed on the lead on (B)(6) 2014. A portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Product analysis was completed on the generator on (B)(6) 2014. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, a suspect area where a possible lead discontinuity is visible above the tie-down scuring the lead superior to the electrode placement. Only a portion of the lead was returned for analysis, which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient¿s last known good diagnostic results were from march 2014. X-rays were taken but have not been provided to the manufacturer for review. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014 it was reported that the explanted device would be returned to the manufacturer for product analysis, however it has not been received to date.

Event description:
It was reported that device diagnostics resulted in high impedance (10,000 ohms). It was recommended that the physician program the device off and refer the patient for x-rays. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
On (B)(6) 2014 it was reported that the patient underwent a full revision surgery on (B)(6) 2014. It is unknown at this time if the explanted products will be returned for product analysis.